Event description:
Over a span of approx one month, eight philips/agilent/hp codemaster crash cart defibrillators were noted to have power supply failures attributed to a single component failure, that of a 100 microfarad capacitor identified schematically as "c11". In this state, neither the "charge" nor "power" lights illuminate, and battery charging does not occur. Though units are checked every shift and test discharge is made daily, problem can go unnoticed since battery capacity may exceed 4-6 months of daily testing.